Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer could not interrogate a device due to a loose connection. The connection was tightened and resolved the issue. No patient complications have been reported as a result of this event.